Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the distal segment of the right coronary artery (rca); the vessel and lesion characteristics are unk. The 2.0mm x 20mm maverick 2 monorail balloon was advanced to the lesion, the physician attempted the first inflation at 6 atmospheres of pressure (atm's) and backflow into the inflation device was observed. The device was removed and upon further inspection, the physician noted that the balloon was ruptured. The procedure was completed with a different device. No pt injury or complications were reported. The pt's condition was reported as "good".